Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon second inflation, it was noted the balloon ruptured in a pinhole form at 12 atm for 10 seconds occurring at the distal part of the balloon. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).